Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the event described. Based on investigation, the root cause was attributed to be user related. The failure was caused by an inadequate engagement of the glenosphere holder/impactor, which caused a misalignment of the device, and thus the breakage of impactor. As a reminder, the operative technique states: "engage the desired definitive glenosphere on the glenosphere holder/impactor and place the glenosphere onto the glenoid baseplate [figure 162]. If using an eccentric glenosphere, use the eccentric alignment mark on the glenosphere impactor tip and align it to the laser mark on the underside of the eccentric glenosphere to place the glenosphere in the optimum orientation as trialed. [...] Caution: the attachment between the glenosphere holder/ impactor and glenosphere happens via a threaded connector. Care should be taken to make sure the axis of the instrument is parallel to the axis of the implant to avoid cross threading. Prior to impaction, make sure the glenosphere and baseplate tapers are aligned and that there are no protruding bone ledges or interposed soft tissue that may impede full seating of the glenosphere. Definitively seat the glenosphere by placing several sharp blows on the glenosphere holder/impactor." The device inspection revealed the following: the threaded front section of the glenosphere holder - piston is indeed clearly broken off. The surface is finely fissured and the level fracture area shows shear lips at the edge of the surface. This is specific to a ductile fracture, which is caused by an excessive force applied on the device. No marks of corrosion can be noticed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that, during a primary procedure (right reverse shoulder), the glenosphere impactor broke on impaction. The threaded portion which was in the implant broke off. The broken piece was able to be removed from the implant. Removal was verified by visual inspection. Procedure was completed successfully using a head impactor for the glenosphere. A surgical delay of approximately 5 minutes was reported. No adverse consequences were reported.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that, during a primary procedure (right reverse shoulder), the glenosphere impactor broke on impaction. The threaded portion which was in the implant broke off. The broken piece was able to be removed from the implant. Removal was verified by visual inspection. Procedure was completed successfully using a head impactor for the glenosphere. A surgical delay of approximately 5 minutes was reported. No adverse consequences were reported.